Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 54 mg/dl. Reportedly, the customer had over calculated the amount of carbohydrates consumed and delivered too large of a bolus via the pump. The customer consumed carbohydrates to stabilize bg levels. Additionally, it was reported that the pump reset unexpectedly. Customer's blood glucose level was 72 mg/dl. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery.